Manufacturer narrative:
Follow-up #1: date of submission: 01/25/2016. Product analysis: the device was returned and evaluated by product analysis on 01/11/2016 with the following findings: the power complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no unexplained rebooting events. Three battery compartment cracks were observed. Moisture was observed within the battery compartment. Leak testing verified a battery compartment leak. A battery cap was not returned; a test cap was able to secure to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was observed to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage: battery cap threads damaged; battery compartment crack) issue. It was reported the battery cap was never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.